Event description:
This event is reportable based on the product analysis approved on 08/10/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in the mid left anterior descending artery. The lesion was predilated with a 2.5x20 maverick2 balloon. The physician advanced the 2.75x28mm taxus liberte drug eluting stent to the lesion, but was unable to cross. There were no patient complications. The procedure was successfully completed with another 2.75x28mm taxus liberte drug eluting stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: the delivery device with the stent on the balloon was received in good condition with no damage observed. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.